Event description:
A healthcare worker complained of breathing difficulties after working with cidex opa solution. The customer believes that the room where cidex opa is used is inadequately ventilated. The worker stated that she has seen her physician, but declined to provide additional information.